Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Patient reported that the tubing on an express mini 500 came off and the tubing was put back on with a zip tie. The unit was also found to be leaking at the bottom of the drain.

Manufacturer narrative:
The drain was not returned therefore an evaluation could not be performed. The details provided indicate that the drain was leaking after the tubing had become disconnected and was then zip tied by the patients son. The manufacturing tensile strength specification for the force to remove the patient line tubing from the drain is equal to or greater than 15 pounds. As the lot number of the drain was not provided a verification of the data results cannot be evaluated. The reported incident also stated that the drain leaked from the bottom of the unit. Without the drain for evaluation it cannot be determined what caused the drain to leak. Summary/conclusion: based on the complaint investigation atrium cannot conclude that there was an issue with the drain. If the drain were to have had the patient tubing line disconnected it would have been from a tremendous amount of force. The drain will leak if it is over filling through the air vent at the top of the drain as well as if it is not kept in an upright position as specified in the instructions for use (IFU). Clinical evaluation: the express mini 500 uses a dry, pre-set regulator to regulate suction to the patient and a dry, mechanical seal to provide a one-way valve to protect the patient. It has a 500ml empty-able, fluid collection capacity and pre-packaged strap system for patient ambulation. Patients with prolonged air leaks and lesser amounts of fluid drainage output can be attached to this smaller device enabling greater freedom for ambulation. The mini 500 may leak if the collection chamber is overfilled, if the connections are not tight, if a needle has been used to access the drainage port instead of a leur lock, or if the drain has not been kept in the upright position below the patient¿s chest. The instructions for use (IFU) instruct to not use the mini 500 if fluid drainage is expected to be in excess of 500 ml per day and that the chest drain must be kept below the patient¿s chest in an upright position.